Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The reporter indicated the lens was used as a piggyback lens in the sulcus to correct a refractive outcome. The surgeon was informed that doing so was an off label use of the iol. The reporter also indicated the use of an unapproved viscoelastic. The root cause could not be identified by the investigation; however, a failure to follow the directions for use (dfu) was indicated by the off label use of the complaint lens as a piggyback and the use of an unapproved viscoelastic. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/22/2012, 02/23/2012, and 03/01/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome with hyperopia. The surgeon implanted a piggyback lens in the sulcus to correct it. He stated that following the piggyback iol implant surgery, he expected the pt to do fine; however, he has a large area of iris pigment and tissue loss, as well as iris transillumination defects (tids) towards the edge of the lens. The surgeon is concerned that the pigment loss may lead to a hole in the iris. The surgeon also mentioned that the piggyback lens is not perfectly centered and is sitting "a little bit temporally." In a f/u, the tech reported that following the initial iol implant surgery, the pt experienced blurry vision. She stated that after the piggyback iol implant surgery, the pt presented with decreased vision and may need a yag capsulotomy. Additional info has been requested. There are two medical device reports associated with this event. This report is for the piggyback iol.